Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported, "patient had infection in her right hip. Components were replaced with a 1 stage revision using an accolade2 stem and tritanium primary cup."

Event description:
It was reported, "patient had infection in her right hip. Components were replaced with a 1 stage revision using an accolade2 stem and tritanium primary cup."

Manufacturer narrative:
Other devices listed in this report: cat. No.: 6570-0-136, delta v-40 ceramic head 36/0, lot code50076502; cat. No.: 6720-0535, size 5 accolade ii 132 deg, lot code: 47958804; cat. No.: 542-11-54f, trident psl ha cluster 54mm, lot code: mnnpt4; cat. No.: 2030-6530-1, 6.5 cancellous bone screw 30mm, lot code: mnl960. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.